Event description:
It was reported that the patient, a (B)(6) female was under going a bilateral knee procedure using the trs recon sagittal saw. For the first knee the surgeon used aggressive blade but it was not working at all. The surgeon was obviously struggling to get the blade through and there was a lot of smoke when he was sawing. The surgeon ended up finishing the knee with that blade. This is 1 of 1 reports for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)